Manufacturer narrative:
The revision reported was likely the result of an insufficient bond between the humeral stem and the bone, which led to aseptic (non-infected) humeral loosening. However, this cannot be confirmed as the device was not available for evaluation. Concomitant device(s): 320-10-00, 6017460 - equinoxe reverse tray adapter plate tray +0. 320-15-05, 5989141 - eq rev locking screw. 320-15-03, 5860146 - rs glenoid plate post aug, 8 deg, left. 320-01-38, 5909506 - equinoxe reverse 38mm glenosphere. 320-20-00, 6037702 - eq reverse torque defining screw kit. 320-38-00, 6013112 - equinoxe reverse 38mm humeral liner +0. 320-20-34, 5988195 - eq rev compress screw lck cap kit, 4.5 x 34mm. 320-20-30, 5804372 - eq rev compress screw lck cap kit, 4.5 x 30mm.

Event description:
As reported, approximately 21 months after the initial l tsa, this (B)(6) y/o female patient experienced humeral press fit stem loosening and was revised. Patient was last known to be in stable condition following the event. Device was disposed by the hospital.